Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient info. Source: email.

Event description:
Reported unknown number of false positive sofia sars flu a or b results. It is unknown whether the false positive results were for flu a or b and if patients were symptomatic or asymptomatic. The customer communicated the results were confirmed negative by another rapid antigen test. Multiple attempts were made to contact the customer for more information.  The customer was unresponsive.